Event description:
Pt being prepared for transport due to seizure activity; placed on gurney. Emt opened cylinder valve and fire was seen. Staff responded to fire, offered emergency treatment. One employee and pt hospitalized with burns. Awaiting results of testing and investigation since valve purchased by and incident occurred on another facility's property.